Event description:
Device report from the (B)(4) indicates locking caps could not be loosened. Single level l4-l5 posterolateral fusion with foraminal stenosis. Four standard matrix preassembled screws (7.0x45mm) were placed. Four locking caps were introduced with one not catching correctly but eventually seating. Reduction instruments were not used. Final tightening performed followed by decompression. Surgeon wanted to further distract a few millimeters following decompression and tried to loosen the caps. L5 cap did not loosen so he tried others with no success, construct was left in place. Thirty mins added to procedure. This is the first of ten reports for this event - four screws, four caps and 2 rods.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This complaint is for 1 of 4 screws for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.